Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. There was contamination found on the left plunger case. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be from contamination. Actions were taken to mitigate the reported issue: replaced left plunger case.

Event description:
It was reported that the pump had a sensor pressure alarm. No patient injury was reported.